Manufacturer narrative:
The customer reported that the phaco handpiece got hot. There was no reported patient involvement. The phaco handpiece was received and the phaco handpiece was connected to a calibrated cataract system. The handpiece tuned successfully and completed a five minute-burn in with the system set at 100% ultrasonic and torsional power. The temperature of the handpiece was measured to meet specifications with the handpiece running at 100% torsional and 75% longitudinal power with 50% switching frequency. The handpiece was then connected to the dynamic tuning fixture (dtf) where a stroke test was performed on the longitudinal and torsional movements. The torsional stroke length did not meet specifications per product specification. When connected to the resistance test box, a measureable resistance was measured from the high electrode to ground indicating initial signs of moisture ingress. Upon disassembly, moisture was found within the electrode chamber. Testing found the temperature of the handpiece to meet company specifications. Therefore, the reported temperature high was not able to be confirmed. Unrelated to the reported event, the handpiece did not meet specifications during a stroke test on the dtf. This was found to be attributable to moisture ingress within the electrode chamber causing a high electrode short to ground. The phaco handpiece was manufactured on august 25, 2015. Based on qa assessment, the product met specifications at the time of release. The report of the phaco handpiece overheating abnormally was not confirmed during testing. Therefore, the root cause of the reported event cannot be determined conclusively. An internal investigation has been opened to address the moisture ingress issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece overheated. Per the surgeon, the device does not work. Time of the event and patient impact are unknown. Additional information has been requested but not received.